Event description:
It was reported that prior to catheter placement, there was allegedly about a four inch cut into the top device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerhickman d/l catheter was returned for evaluation. Gross visual evaluations was performed. The investigation is confirmed for the reported tear in packaging issue, as longitudinal cut was noted in the device packaging. The opening appeared to run adjacent to the two examples of the powerhickman catheter printed on the packaging. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that prior to catheter placement, there was about a four inch cut into the top device. There was no patient contact.